Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the right motor is noisy, and, when going up or down a ramp, and continues to roll when consumer has taken his hand off the joystick.